Event description:
It was reported that during a laparoscopic gastric bypass and cholecystectomy, surgeon reported that after complete firing, the sticky of tissue on the reload of stapler when opening the jaw of the device. It was alleged that the device did not perform a clean cut to the tissue. Staplers are well formed, it just the sticky tissue on the jaw of the device after firing of stapler in laparoscopic gastric bypass case. Surgery was completed successfully and was not delayed. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2024. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # 270c43. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with six gst60d reloads present. The reloads were (b, c, and d) received fully fired, upon further inspection, the reloads were found to have damage on the knife channel. The reloads were (e, f, and g) received fully fired with no apparent damage. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No short cut-absent cut was noted during functional testing. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 270c43, and no non-conformances were identified.